Event description:
The customer reported to customer service that she just recently purchased a pump in style breast pump and she is having issues with the suction. It's almost as though the motor is dead. There is no difference from the medium speed to the high. Also, while running it makes a clicking noise if you turn it to a certain level.

Manufacturer narrative:
In follow up with the customer she stated it seemed as though suction was an issue. It wasn't very strong and there was no difference when she turned the speed from medium/low to high. A medela clinician spoke to the customer and she finished a course of antibiotics prescribed by her physician and is fully recovered from mastitis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.